Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose before dinner 195 mg/dl, half after dinner 398 mg/dl. She corrected and then it was 432 mg/dl and she corrected with a manual injection and bolus from pump. Then she checked again and her blood glucose was 412 mg/dl and 422 mg/dl after. Troubleshoot was declined. The customer was treated with manual injection. The insulin pump is not expected to be returned for analysis.